Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose (bg) was below 500 mg/dl prior to the cartridge change errors. Bg was addressed with a bolus prior to the supply change. At the time of report, bg was 525 mg/dl which was not addressed as the customer previously bloused prior to the report. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs. However, the cause of reported issue was due to high force impact.